Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Additional information indicated this device was explanted and returned for analysis.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode. At the time, it was believed this was due to a charge time of 17.7 seconds. It was noted that the monitoring voltage was 2.64 volts and the patient had received a shock following a capacitor reformation in which charge time measurements were 10 seconds for a 21 joule shock. Additional information indicated the physician determined there was no delayed charge time associated with the 21 joule shock. At this time, the device has not triggered elective replacement indicator (eri). No adverse patient effects were reported.